Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of pump error alarms. The customer's blood glucose reading was 138 mg/dl. The customer stated that they checked their alarm and 2 different errors showed up. The customer was assisted with performing self-test and the alarm passed. The product was not returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.